Event description:
Endovascular embolization performed to treat epistaxis of unknown origin. Embosphere microspheres of sizes 100-300 micron and 300-500 micron delivered in left and right maxillary arteries and the left facial artery. Ischemic area noticed on left cheek area and small are of necrosis developed (approx. Size of quarter) on left cheek and no nose. Pt referred to plastic surgeon to remedy cosmetic damage.